Event description:
Hold for td the customer reported to olympus, the suction channel on the evis exera iii colonovideoscope tested positive for enterobacteriaceae, and the auxiliary channel tested positive for 11 colony forming units (cfus) of unspecified micro-organisms on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end light guide rod lens cracked, distal end cover scratched, bending section rubber glue worn out, and less angulation and knob play. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to relevant test/laboratory data, please see test/laboratory data for further information. This report is being supplemented to provide additional information based on results of third party testing and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: biopsy ch; cfu: 1cfu; bacterial identification: bacillus spp. Mesophiles. Sampling from: suction ch; cfu: 1cfu; bacterial identification: bacillus spp. Mesophiles. Sampling from: a/w ch; cfu: <1cfu; bacterial identification: unknown. Sampling from: auxiliary water ch; cfu: <1cfu; bacterial identification: unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.